Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Doctor reported that while installing a long gamma nail, fitting a cervical screw ref 4060-0095s lot k068f0e (exp 2021/11/30) diameter 10.5 length 95, this screw did not fit into the nail screwing system. There was no impact on the patient but could have caused a fracture of the neck of the femur. 1st cervical screw that was impossible to aim, she did not advance and spins turning the sighting gun, ablation of the screw, a second time wicked but hole already badly, 2nd attempt to aim was a failure. Use of a second cervical screw was without problem. An increase in operating time of 30 min. No further medical intervention."

Manufacturer narrative:
Referring to the product inquiry the lag screw, stst gamma3® ø10.5x95mm is stated to be the primary product. No other associated products were reported. Review of the device history records of the affected screw revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. Dimensional inspection of the lag screw revealed no deviation; all measured relevant diameters were found to be within specified tolerances. The function test performed revealed the lag screw being fully functional; no deviation was found. The reproduction of the reported event revealed, that in case the set screw is pre-loaded prior to lag screw insertion (deviation from surgical technique), due to the exceeded screw-in depth the tip of the set screw blocks the insertion procedure of the lag screw and causes significant circumferential grooves by scratching over the lateral surface whilst the lag screw is turned under increasing pressure in clockwise direction and then is turned back counter-clockwise with high tension force. The reproduction further revealed that the newly originated circumferential grooves do not differ from the ones that were found upon receipt on the lateral surface of the screw [refer also to the photo documentation]. Based on the above, it can be assumed that the root cause of the reported event is not linked to a deficiency of the device but is rather related to an intra-operative deviation from the surgical technique. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Doctor reported that while installing a long gamma nail, fitting a cervical screw ref 4060-0095s lot k068f0e (exp 2021/11/30) diameter 10.5 length 95, this screw did not fit into the nail screwing system. There was no impact on the patient but could have caused a fracture of the neck of the femur. 1st cervical screw that was impossible to aim, she did not advance and spins turning the sighting gun, ablation of the screw, a second time wicked but hole already badly, 2nd attempt to aim was a failure. Use of a second cervical screw was without problem. An increase in operating time of 30 min. No further medical intervention."